Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, during a surgery, a surgeon found that there was a foreign material (like a pe) between the centrax and a head.

Manufacturer narrative:
The device was not returned for evaluation. An event regarding foreign matter (small thin curly piece of poly) involving an centrax head was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional and functional analysis could not be performed as the device was not received, only received a very small thin curly piece of poly, not enough to investigate. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: as reported, a foreign matter was found between the centrax and the head. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that, during a surgery, a surgeon found that there was a foreign material (like a pe) between the centrax and a head.